Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had multiple insulin pump error alarms. Customer stated they were able to clear the alarms and they were able to rewind insulin pump. Customer stated that insulin pump's fill cannula was not recorded in daily history. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump was received with a critical pump error (open book image) alarm after battery installation. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. The pump was successfully downloaded utilizing crest and thus. A review of the downloaded history files reveals on 1/16/2022 the following alarms occurred: pump error 4 and pump error 23 (4:39), pump error 41 alarm (8:36), two (2) pump error 43 alarms (9:09), pump error 130 alarm (9:10), pump error 43 alarm (9:57), pump error 43 alarm (9:58), and pump error 40 (line=454, file=121) alarm (10:01). No pump error 76 or pump error 78 alarm were found in the formatted history file or long trace file. Pump error 23 was generated due to ram memory corruption (detailed trace # (B)(4) - bad ram crc) - suspecting the hw. Pump error 4 was generated since the motor mcu did not get the response from the main mcu when sent the request. Suspecting the hw issue. Pump error 41 was generated since the motor voltage (3.508v) was outside the range (5.1v-5.9v) - suspecting the hw pump error 43 was triggered due to unexpected hal sensor value that could be caused by the strong magnetic field pump error 130 is mfda alarm and was expected when pump was introduced to the strong magnetic field pump error 40 is fatal error and it was the cause of the open-book. The pump was cut open for visual inspection. Moisture damage was found on the electronic assembly (pcba 1 and pcba 2), the motor, force sensor, and force sensor flex cable. The force sensor zero offset is within specification (22.7 mv). Pump error 4, 23, 41, 43, 130, 40, and critical pump error (open book image) alarms due to moisture damage. The force sensor zero offset is within specification (23.1 mv). A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: scratched case, cracked select button keypad overlay, stained keypad overlay, stained serial number label, end cap address label fading, and pillowing keypad overlay. Pump error 4, 23, 41, 43, 130, 40, and critical pump error (open book image) alarms are confirmed due to moisture damage. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.